Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter wherein the ECG leads were lost and there was no other available ECG for the physician to monitor the patient. It was reported that they lost all the body surface (bs) ECG leads about 30 minutes into the case. The only cable connected to the patient interface unit (piu) at the time was the 20-pole eco cable. They report a 1201 error: ECG limb lead disconnection. The ECG electrodes on the patient were replaced, and the bs ECG cable was replaced with a brand-new cable- at this point, bs signals were seen on the recording system but not on the carto 3 system. 1201 error resolved. They were advised to reboot the piu and workstation and start a brand-new study, default template. Issue was not resolved. They were advised to disconnect the bs ECG cable to check for connector/port damage, but the caller declined as the patient is in a tachyarrhythmia. The called was advised to disconnect the piu to generator cable- still no bs ECG signals. It was reported that the signals were displayed when the right ventricle (rv) catheter connected directly to the recording system was paced. The rv catheter was then connected to ref/deca port on the piu, and the issue was resolved- all bs ECG signals are displayed on the carto 3 system. At this point, reference annotation was also changed to rv then back to bs. The procedure continued. The caller also reports that at the end of the previous case, a saline bag under pressure sprayed in the room and some fluid got onto the piu that was used. On 22-sep-2022, additional event information was received indicating that all ECG leads were lost and there was no other available ECG for the physician. It was also noted that the tachyarrhythmia was not an adverse event but an expected occurrence of the procedure. As such, tachyarrhythmia will not be coded as this an expected event in the procedure. Additionally, it was reported that they suspect that the issue was caused by the saline bag that sprayed in the room and piu. The issue of all signal loss is considered to be an MDR reportable malfunction.